Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was reported to have since been released from the hospital. Treatment details, patient&#38112;recovery status, and the action taken with dianeal therapy were not reported. No additional information is available.